Event description:
It was reported to philips the device was not working. Additional details have been requested. There was no patient involvement.

Event description:
It was initially reported to philips the device was not working. It was clarified via email the device was not working during preparation for use. The device was not in use on a patient. An authorized field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was initially reported to philips the device was not working. It was clarified via email the device was not working during preparation for use. The device was not in use on a patient. An authorized field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.